Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. In this case the dislodged valve was most likely due to the nose cone getting caught on the inflow portion of the valve during dcs retrieval. Per the instructions for use (IFU) the user is instructed to: under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis and then to withdraw the catheter to the aorta while maintaining guidewire position, and then to close the capsule. With the limited information available, no definitive conclusions could be drawn regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, upon retrieval of the delivery catheter system (dcs), the nose cone was anchored to the inflow portion of the valve. This caused the valve to dislodge out of the annulus and into the ascending aorta. The valve was left implanted with the inflow portion of the valve positioned above the sinotubular junction. A second transcatheter bioprosthetic valve was successfully implanted with the outflow portion of the second valve within the inflow portion of the first valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).